Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, and conclusions in section h1 were updated. Section h6 codes were added: type of investigation. Section h6 codes were corrected: component code, investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Upon visual examination of the returned device, it was observed that the liner was torn, the distal tip was open but split, and there was a liner strand present. No kink was observed to the sheath shaft. Due to the nature of the complaint, no applicable functional testing was able to be performed. Liner thickness was measured along the liner puncture and liner strand, as an out of specification result could be indicative of a manufacturing non-conformance. All measurements were found to be within the specification. Due to the nature of the complaints of distal tip split and sheath kink, no applicable dimensional testing was performed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Intraprocedural imagery of the device was provided and it was observed that the valve was aligned between the markers and the valve frame strut was bent outwards. The valve was stuck inside the esheath and appeared to be exposed through the liner. The complaint for liner puncture was confirmed and complaints for liner strand and distal tip split were identified based on evaluation of the returned device. The complaint for sheath kink was not confirmed as the alleged physical defect is not present on the returned device. During evaluation of the returned device, a liner puncture and a liner strand were observed. As no vascular information was provided, it is possible that patient factors such as calcification or tortuosity was present, which could damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear/puncture during advancement or retrieval of the delivery system. Additionally, tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system with crimped valve can potentially catch on to the liner of the sheath and lead to liner tears/punctures and liner strands during advancement or upon removal. However, due to insufficient information available, a definitive root cause is unable to be determined at this time. The training manual indicates that the crimped valve aligned on balloon is larger than crimped valve off the balloon and advises to take care if deciding to retrieve the system into the esheath. In this case, the partially aligned valve over balloon markers and commander delivery system was retrieved into the sheath. Withdrawal of a crimped valve that has had its profile altered can cause additional resistance during withdrawal, as the larger profile may interact with the sheath tip. Furthermore, the operator may apply additional device manipulation to overcome any withdrawal difficulty, which can further damage the distal tip as the delivery system is tried to be pulled through the sheath. As such, available information suggests that procedural factors (withdrawal of crimped valve) may have contributed to the distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As per pre-decontamination observations, the esheath+ distal tip was opened, but split, and a liner strand 17.5cm in length, starting at 9cm from strain relief, was observed.

Manufacturer narrative:
A supplemental MDR is being submitted due to observations of the returned device. Sections b5, g6, h2 and h3 were updated. H6 codes were added: device code. Section h10 was updated with reference to the other report submitted for this event. Investigation is ongoing.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliate from germany, a transfemoral tavr procedure was performed to implant a 26mm sapien 3 ultra valve. During the procedure, no resistance was felt while advancing the commander delivery system with crimped valve through the 14f esheath+ but it was observed that the valve had a bent strut. The valve was withdrawn into the esheath+ and the devices removed as a single unit. Upon removal, it was observed that the esheath+ expansion joint was slightly bent and that the valve was protruding out from the esheath+ liner. Angiography confirmed no patient injury at the vessel or puncture site. A second valve was successfully implanted. The patient was stable post-procedure.